Event description:
On (B)(6) 2018, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that at an unspecified time on (B)(6) 2018, the patient began to experience symptoms of ¿sweating and weakness¿. In response to the symptoms, the reporter claimed the patient tested his blood glucose with the subject meter and obtained an alleged inaccurate high blood glucose reading of ¿378 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster). Despite the elevated result, the reporter claimed the patient treated himself with orange juice and felt better afterwards. The reporter stated that the patient attended the doctor¿s office at an unspecified time on the (B)(6) 2018 and his blood glucose was measured at ¿132 mg/dl¿ on the doctor¿s device. No additional treatment was received. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate high result, the alleged meter issue could not be ruled out as a cause or contributor to the event.